Manufacturer narrative:
At this time, the product remains in service. If additional information is received, this report will be updated.

Event description:
It was reported that this patient experienced a syncopal event, with no known cause. Additional information was requested and no further information is known, at this time. No additional adverse patient effects were reported.